Event description:
It was reported that shaft break occurred. The target lesion was located in the circumflex artery (cx) up to the trunk. After the lesion was crossed with a 0.014 choice extra stiff guide wire and pre-dilatation was performed with a 3.0x12mm quantum balloon catheter, a 3.5x20mm synergy stent was deployed in the middle portion of the cx artery with good result. Subsequently, a 3.50x24mm synergy drug-eluting stent was advanced to treat the target lesion. However, the device did not progress. Further pre-dilatation was performed using 3.5x12mm quantum balloon catheter with high pressure and a second 0.014 choice extra stiff guide wire was introduced. During an attempt to advance, the proximal stem of the stent release system was bent and fractured. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: a synergy ous mr 3.50 x 24 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured using a snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found a break situated at 246 mm distal to the distal end of strain relief as well as multiple kinks located along the length of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The target lesion was located in the circumflex artery (cx) up to the trunk. After the lesion was crossed with a 0.014 choice extra stiff guide wire and pre-dilatation was performed with a 3.0x12mm quantum balloon catheter, a 3.5x20mm synergy stent was deployed in the middle portion of the cx artery with good result. Subsequently, a 3.50x24mm synergy drug-eluting stent was advanced to treat the target lesion. However, the device did not progress. Further pre-dilatation was performed using 3.5x12mm quantum balloon catheter with high pressure and a second 0.014 choice extra stiff guide wire was introduced. During an attempt to advance, the proximal stem of the stent release system was bent and fractured. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported.